Event description:
It was reported that the patient underwent a revision procedure 25 years post implantation due to unknown reasons. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d10: (B)(6) item name arcom 28mm rngloc lnr hwall 25 lot # unk. (B)(6) item name titanium screw low prof 5x40mm lot # unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 25 years post implantation due to pain at the site. The acetabular liner and head were removed. The surgeon implanted a competitor liner and cemented it into the original acetabular cup. There is no further information available at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.